Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during review of the activity logs. However, after extensive testing the reported problem could not be duplicated. The device's monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient(age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.